Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system had discharged patients from the system. A technical support specialist had setup an additional procedure to accommodate the register patients (a04) to clear the discharge date if the patient types were not equal to cli or sdc to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ es server had discharged 2 patients from the system. Customer stated that another discharged account caused a delay in patient care last week because the patient was no longer visible. Customer also mentioned that another patient presented today for appt and nursing was unable to retrieve medications as per procedure from the pyxis. This delayed the patient's treatment and removed some of the safety steps that were in place to ensure patients were getting the ordered medications correctly. There were no adverse events or injuries reported based on this incident.